Manufacturer narrative:
(B) (4) no lot number on device peel-off sticker - (B) (4). Device #2: part #12673-03, lot # unknown indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: device #1 loose suture, no lot number on device peel-off sticker. Time of device malfunction: during the procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the knot could not be seen in the body of the device and the sutures appeared loose. The device was removed and a second proglide device was attempted with the same results. A starclose device was used to achieve hemostasis. A lot number could not be identified from the devices peel-off stickers. There were no reported adverse pt effects. Though requested, no add'l info was provided.